Manufacturer narrative:
A siemens technical specialist spoke with the customer via telephone at the time the incident was reported. Based on the reports and instrument data provided by the customer it appears that this was an isolated event and it is unknown what caused the discordant result. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant advia 2400 total bilirubin (tbil) was obtained on a patient sample. The result was reported and questioned by the physician. The patient was redrawn. The second sample was processed and a corrected result was issued. There are no reports of patient intervention or adverse health consequences due to the discordant tbil result.